Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted the unexpected shock occurred where therapy terminated the ventricular tachycardia (vt); however, an supra ventricular tachycardia (svt) continued and anti-tachycardia pacing (atp) and whock therapy were provided for the svt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in supra ventricular tachycardia (svt), then had ventricular tachycardia (vt). After the first anti-tachycardia pacing (atp), the vt stopped, however, the underlying svt continued. As there was no discrimination algorithm to discriminate this new rhythm as svt, the patient received two more atp and a cardioversion at 20 joules. The patient's medication was adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).